Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected loud motor noise, drive or motor anomaly, or insulin flow blocked alarm noted during testing. Device was received with scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, and broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that button in the middle delays to respond for the screen to light up. Sometimes it was louder during rewinding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.